Event description:
Patient was undergoing cardiac catheterization procedure. Balloon ruptured, with entrapment of balloon. Patient was transferred to operating room for removal. Patient status is unknown at present.